Event description:
It was reported that the right ventricular (rv) lead had a high threshold of greater than 7 volts at 1.0 millisecond. It was noted that during the revision the proximal portion of the rv lead had to be cut to fit in the pocket. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead developed a cosmetic depression while in vivo. The analyst commented that electrical tests and microscopic inspection was performed. Nothing was observed in the lead that could be associated with the electrical complaints. (B)(4).